Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 38:309:1173:0000 and determined the root cause to be a defective user interface module printed circuit board. The user interface module printed circuit board was replaced to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 38:309:1173:0000. It is unknown when or at what point in the process this event occurred. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The uim master software version is 5.04.00, which is classified as unremediated. No additional information is available at this time.